Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 400 mg/dl with moderate ketones. The patient discontinued pump therapy at the time of the call and had been on insulin injections. The reporter stated that the pump had lost power overnight and ceased insulin deliveries. The pump was unable to power on with a new battery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to the pump losing power.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2018 with the following findings: a review of the black box showed no power on reset events. The last bolus delivery was an 8.750 unit ezbg. Unrelated to the original complaint, the battery compartment was cracked on the side from the threads to the cover. The battery cap was not returned. No moisture/corrosion was observed in the battery compartment. The test battery cap was able to attach to the pump. The pump booted up to the verify screen with auditory and vibratory features. The pump was exercised for 12 hours using a test battery cap. No power on resets events were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump cover was removed to find internal moisture on the printed circuit board and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.